Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 16.0 mmol/l. Customer stated that she has an insulin pen but has not treated yet. Customer stated that she has a back-up plan. Customer reported that she removed the battery for the night and when she put in a new one, it looks like the pump started to work. Customer called back later and stated that she had treated her blood glucose and the pump passed the self test. Customer was advised to monitor the pump.